Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to diabetic ketoacidosis and high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer experienced vomiting. Customer declined troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Additional information about the weight has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer declined to provide the weight.